Manufacturer narrative:
In the case description, the user mentioned that a 9u bolus was delivered that the user did not program. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed the creation of a 9u bolus. The bolus record showed that the 9u bolus was manually adjusted to 9u from a suggestion of 0u. Several interactions were observed in the logs before the delivery of the bolus. These interactions include the opening of the bolus calculator, the selection of the bg entry screen, the user adjustment of the bolus and the setting of the step to confirm the bolus, and the selection to start the bolus. No indication of the bolus being unprogrammed or uncommanded by the user were observed. The system was found to function as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered uncommanded delivery bolus of 9 units of insulin. The patient did a finger prick and their blood glucose level (bg) was at 333 mg/dl.